Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device was unable to confirm the reported needle to cuff miss as the device presented both plunger/needles engaged with their respective cuff, joined by the link. Approximately 25mm of the suture was returned and the remainder of the suture material was not returned. There was no detected damage to any returned component. It was determined that the device did not match the reported incident and a request for clarification was made to the account who indicated that all available information had been received and no additional information was available. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.